Event description:
It was reported that patient received phrenic nerve stimulation from the rv lead. Physician suspects micro-perforation of the rv lead following an x-ray and echocardiology. The lead was repositioned. There were no further problems to the patient.